Event description:
It was reported that the head detached from the screw. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes mnh, mni, kwq and kwp. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection and a performance test showed that the silver clamping element (collet) is twisted and the upper position is blocked. This can only happen if the wrong alignment tool was used for the alignment of the head of the implants (see or technique 016.001.185, page 14). No product defects could be detected. This complaint is indeterminate.